Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported during on-site visit from manufacturer that the pump module used for education was observed with periodical alarm stating "safety clamp open/close door" while the door was closed and the device was operating with cheater IV set. "The alarm occurred when moved from one unit to the other, whenever the door of the unit was touched and at times alarmed for no apparent reason during education." There was no patient involvement. No devices will be returned to bd for evaluation. Although requested no further information was available.